Manufacturer narrative:
Device was received for evaluation. The complaint mode was confirmed. The passing pin was not returned. A visual inspection identified that the device spirals were completely unwound which is consistent with the drill having been put in reverse. There were no internal processing issues which could have contributed to the nature of the complaint. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During an acl (anterior cruciate ligament) reconstruction using the drill, flexible, endoscpc, cann, 4.5mm the drill bit broke in the knee. The doctor was able to remove it. No patient injury or other complications were reported.